Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was emitting tones, and interrogation revealed the device to be in safety mode: vvi pacing and single zone tachy therapy remained available. The device was replaced and returned to cpi for analysis.